Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and the recipients report it must be assumed that a technical problem of the active electrode was the reason for the reported performance issue. During device investigation the reported short circuits could not be replicated, as the active electrode has been received damaged during removal surgery. All damages found during investigation are attributable to the removal surgery. The recipient was re-implanted with a new device and has reportedly again a good hearing perception. This is a final report.

Event description:
At the beginning of (B)(6) 2017 the patient reported that hearing performance with the device was unsatisfactory. She experienced fluctuations in loudness and sound. Sound quality was better when pressing the area near the implant, but not the coil. At this time the patient was (B)(6) pregnant. There were no issues with sound quality with the contra-lateral device. In situ measurements from (B)(6) 2017 showed 2 channels involved in an intermittent short circuit. These channels were deactivated, but the patient described the sound as dull with the new maps. The fluctuations in sound kept occurring. After the patient gave birth and since the performance did not improve, it was decided to re-implant a new device. Re-implantation took place on (B)(6) 2017. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. The patient was successfully activated on (B)(6) 2017. Hearing impression with the new device was very good for the first day and the patient was happy.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of (B)(6) 2017 the patient reported that hearing performance with the device was unsatisfactory. She experienced fluctuations in loudness and sound. Sound quality was better when pressing the area near the implant, but not the coil. The patient was re-implanted.